Manufacturer narrative:
The reported product is not expected to be returned as the customer did not respond to requests by adc for device return. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an unspecified low sensor reading on the adc device, compared with the competitor's unspecified reading. The customer did not notice a trend arrow on the device. It is unknown if customer experienced any symptoms and self-managed to treat themselves. There was no report of death or permanent impairment associated with this event.